Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6), initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6). Initial reporter name exceeded the maximum allowable characters, name is as follows: (B)(6).

Event description:
Customer reported "missing display segment. Cannot read the values". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on; however, one segment on the led display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Additionally, internal inspection revealed a broken standoff under the ui board. The failure was isolated to component of the led board. The led board was replaced and the unit functioned as designed. (B)(6). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event, (report source) updated from "health professional" to "foreign, user facility and health professional".